Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00139. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60, indicating that the devices display is black with no display. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Discussed the difference of 1st gen liquid crystal display (lcd) vs 2nd gen. Provided parts ID for the 2nd gen user interface (ui) assembly and the 2nd gen lcd as needed. Advised customer that software 2.10 or higher will be required if not already installed.